Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the left ventricular (lv) lead exhibited low pacing impedance. No changes or interventions were reported; the lead will continue to be monitored. The patient was in stable condition.